Event description:
This report is being filed to submit an additional patient code.

Event description:
It was reported that the patient with this pacemaker experienced at least one episode of syncope and a patient advocate reported they felt a heart rate in the range of 40 beats per minute. A boston scientific technical services (ts) discussed information from device interrogation and suggested programming options to optimize device performance. No additional adverse patient effects were reported. This device remains in service.